Manufacturer narrative:
Device photo evaluation completed on january 08, 2024 upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with the procedure. Asymmetry issue. H6 health effect - clinical code e2402: patient dissatisfaction with the procedure. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a breast augmentation revision with a mentor memorygel, xtra 755cc silicone prosthesis experienced left-sided capsular contracture grade IV, unacceptable cosmetic appearance of the bilateral breasts, right sided infra-areolar scar contracture, and chronic left breast infection postoperatively. The issue of capsular contracture was diagnosed through physical examination. As a result, patient underwent peri areolar mastopexy, release of right breast infra-areolar mastopexy, left total capsulectomy with washout of the left breast, and bilateral replacements as follow; l) ref: (B)(4); lot-sn: (B)(6) and r) ref: (B)(4); lot-sn: (B)(6) on (B)(6) 2023. This report relates to the right side.